Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found that the device experienced an e218 scope communication error. Based on the results of the investigation, it is likely that the following led to the malfunction : it was suggested that the defect was caused by a defect of the image sensor unit, failure of the internal board of the video connector, or the system caused the event. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): the inspection method for the suggested event is described in the operation manual "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the flex deflectable videoscope experienced an e218 scope communication error, and could not be used. There were no reports of patient harm.